Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> device history reviewed on 26 may 21 for lot 7920546 depuy cmw 1. 3 unrelated non-conformances was found on this lot number. Final micro and sterility tests were passed. Qc release specifications were met. (B)(4) units were released.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a right tka with depuy components and cement on (B)(6) 2014. The patient was later revised on (B)(6) 2018 for loosening of the tibial component that the surgeon states "subsided enough to give global instability of the right total knee." The surgeon does not indicate the interface of loosening, only stating that the tibial component was easily removed and bone was not seen on the implant. Doi: (B)(6) 2014, dor: (B)(6) 2018.